Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient experienced no reflow. The patient presented with unstable angina and myocardial infarction in (B)(6) 2012 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a de novo and 80% stenosed lesion located in the proximal saphenous vein graft (svg) to distal left circumflex (lcx) with a reference vessel diameter of 4.00mm and a lesion length of 15 mm. A 4.00mm x 16mm promus element plus stent was deployed resulting to a transient no reflow which was treated with 600mcg intracoronary nitroglycerin, resulting in 0% residual stenosis. The second was a de novo and 99% stenosed lesion located in the proximal svg to 1st diagonal with a reference vessel diameter of 2.50 mm and a lesion length of 8 mm. A 2.50 mm x 12 mm promus element plus stent was deployed, resulting to a 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
This is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).